Event description:
The customer reported being in the hospital with low blood glucose of 44mg/dl. The customer was in a car accident while driving, and she was on pain medication due to a severe pain from the accident. Reviewed the programming and found that the reservoir was showing the same amount of insulin as shown on the status screen. The caller mentioned that her doctor had her off the insulin pump for five days, and now she is going back on it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.